Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker was told they passed out twice after the implant of the device, and had to be brought back. It was also noted that the pacemaker had moved and was under the patient¿s armpit. The pacemaker caused the patient pain when they would lie down in certain positions. No additional adverse patient effects were reported. The device remains in service.